Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and checked cb1 board for spillage, none to be found. Cleaned and lubed z axis. Dusted the unit and gave general cleaning. Performed software upgrade and adjusted flow rate. Ran qc (quality control) with good results. The most probable cause of the reported event was a prefilter leaking.

Event description:
On (B)(6) 2016 the customer reported x1 and x2 axis errors with their hlc-723g8 analyzer. Customer reported they cleaned the footers and blew canned air along the belt. Tried to rotate the belt and it wouldn't rotate. Checked to be sure needle is not stuck in a tube and cleaned guide rods. Low pressure was intermittent after entering standby, now it is happening with every run when it finishes the run. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.